Event description:
During patient transfer, the console was operating erratically. Low vacuum alarms were experienced, as well as the display appeared "jumpled". Upon arrival at the new hospital, the pump was exchanged. The flight nurse indicated that during transport, the pump got wet. There were no patient complications.